Event description:
Same case as MDR ID#2134265-2012-04711. Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention (pci) the device was unable to cross the lesion. Vascular access was obtained via the radial artery. The eccentric, de novo, target lesion contained a bend > 45 and < 90 degrees and was located in the "rather tortuous and calcified" distal left circumflex artery (lcx). The 15mm x 1.50mm apex push monorail was used to pre-dilate the lesion but the balloon failed to inflate even at 6atm and a pinhole was noted. Predilation was performed with a 1.5x15mm non-bsc balloon. A 2.25x12mm promus element stent delivery system (sds) was advanced; however the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with the implant of a 2.5x8mm non-bsc drug eluting stent. No patient complications were reported. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: a visual and microscopic examination identified stent damage. The stent was kinked between rows 5 and 6 from the distal edge. The stent had moved distally on the balloon and was resting just distal to the distal markerband. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Several kinks were identified along the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).